Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported continuous downstream error which was not reproduced during evaluation. A review of the event history log identified "downstream occlusion!". The cause was determined to be the downstream tubing guide depth was out of specification which was replaced to correct this condition. The device received a device evaluation assessment. This evaluation included a visual assessment as well as functional testing. The device failed testing due to a constant air in line alarm. Service evaluation verified the constant air in line alarm. The cause was identified to be a failed upstream sensor which was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a continuous downstream error. There was no patient involvement. During evaluation of the returned spectrum infusion pump the device experienced a false air in line alarm. No additional information is available.